Event description:
The customer reported via phone call that they experienced low blood glucose and pump delivered 10 unit bolus at night while customer was sleeping. The customer¿s blood glucose at the time of event was 22 mg/dl. It was unknown that the customer experience any symptoms of low blood glucose value or not. The customer treated low blood glucose with glucagon and ems/ambulance/ER visit. It was unknown if the auto mode was activated or not at the time of event. It was unknown that the customer had been using insulin pump within 48 hours of event or not. It was unknown that the further patient complications were reported or not. Troubleshooting was not performed. No further patient complications were reported. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged possible over delivery, emergency medical services dispatched and was hospitalized for low blood glucose found on october 10, 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history on the event date of october 10, 2022, there is no unexpected alarms/suspends noted. However, found cl1foodbolus delivery of 10 units. The daily total of bolus insulin delivered on the event date was dailytotalofbolusinsulindelivered: (23.8 u). October 10, 2022 05:40:24.000 normalbolusdelivered (220) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) october 10, 2022 06:49:45.000 normalbolusdelivered (220) normalbolusamountprogrammed: 38000 (3.8 u) bolusamountdelivered: 38000 (3.8 u) october 10, 2022 09:38:38.000 normalbolusdelivered (220) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) 1 october 10, 2022 11:06:05.000 normalbolusdelivered (220) normalbolusamountprogrammed: 40000 (4 u) bolusamountdelivered: 40000 (4 u) october 10, 2022 15:09:57.000 normalbolusdelivered (220) normalbolusamountprogrammed: 40000 (4 u) bolusamountdelivered: 40000 (4 u) october 10, 2022 18:28:51.000 normalbolusdelivered (220) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) october 10, 2022 19:16:57.000 normalbolusdelivered (220) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) october 10, 2022 23:03:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 100000 (10 u) bolusamountdelivered: 100000 (10 u) 1 october 10, 2022 23:32:07.000 normalbolusdelivered (220) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 5000 (0.5 u). On october 10, 2022 23:32:07.000, the normalbolusamountprogrammed: 21000 (2.1 u). The user suspended the insulin delivery and the bolusamountdelivered: 5000 (0.5 u). The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Insulin pump was cut open to perform visual inspection and found slight corrosion on the electrical board1, electrical board2 and force sensor noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. Force sensor zero offset within specification (24.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. The insulin pump passed all the required testing. Unable to verify customer alleged for low blood glucose. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. During visual inspection, found slight corrosion on the electrical board1, electrical board2 and force sensor noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose (B)(6), 2022 with blood glucose level was 22 mg/dl. Customer reported symptoms like anxiety and sweating. The current blood glucose was 140 mg/dl. The device was returned for analysis.